Manufacturer narrative:
The surgery was being performed on a maquet table. Following the incident the maquet service technician inspected the table and found no problems. He noted that there were a set of allen brand stirrups attached to the table. Photographs of the stirrups were sent to allen. It is noted that one of the stirrups is bent. Following the initial procedure, the patient, still in lithotomy position, was placed in reverse trendelenburg using the hug u vac and stirrups on the table to secure her to the table. Without adding any other supports and still in lithotomy position, the patient¿s weight came down on the stirrups and led to the femur fracture. The allen hug-u-vac steep trend positioners safely hold patients in the steep trendelenburg position and are not indicated for use when the patient is placed in reverse trendelenburg. No malfunction / no return.

Event description:
The patient was positioned in trendelenburg and in lithotomy position using a hug-u-vac and stirrups for the initial hysteroscopy. After that procedure, she was placed in reverse trendelenburg without adding any other supports and still in lithotomy position. The hug-u-vac is not indicated for this positioning. The patient slid down the table causing a femoral fracture.